Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to high out of range pace impedances on the right atrial (ra) lead. The impedances were greater than 2000 ohms. The patient was then brought in for further evaluation. During the check, the device was reprogrammed to bipolar and the impedances were 900 ohms. Isometrics and pocket manipulation was also performed and low level noise was seen, but impedances were stable. Boston scientific technical services recommended to continue to monitor the patient. The products remain in service. No adverse patient effects were reported.